Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failed to release from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, the clip failed to release from the catheter. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip failed to release from the catheter. Correction: e4: init rptr also sent rep to FDA. Block h11: investigation results. The returned resolution 360 clip was analyzed, and visual inspection found the device returned with the clip assembly detached from the bushing but attached to the control wire, with the first activation performed and evidence of soft deployment. The microscopic examination found the first activation is performed. The reported event of clip failure to release from catheter was able to be confirmed. The investigation results identified that the complaint device was returned with evidence of soft deployment with the first activation performed. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The reported failures may have occurred because, during the first activation while grasping the tissue, the second activation step was not performed. Instead of completing the second activation, the catheter may have been pulled firmly, which could have resulted in a soft deployment. However, these are only hypotheses. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all additional information, the most probable root cause assigned is adverse event related to procedure.